Event description:
The device had a deformed tip. The product was never used in patient.

Manufacturer narrative:
Technical evaluation: the device was received in its original pouch folded in three locations. Some blood stains were noticed on the hub of the device most likely coming from the hands of the physician. In general, the device had no indication of use on the patient. The distal section was kinked and flattened. The main shaft was kinked and bent as an effect of folding the pouch upon return to penumbra. The pouch was only open approximately 8cm from the top to uncover the hub, which may indicate that the device was pulled without clearing or releasing the tabs holding the device in the pouch. Conclusion: it was determined in similar incidents that if the device is pulled out of the pouch without releasing the packaging tabs, it caused the distal flexible section of the device to get caught on the packaging tabs and kink. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04 (lot # l13731) and sub-assembly pn0918-04/d (lot# l13457). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13731) indicated that 100% inspection of the devices resulted in (B)(4) reject. The DHR review of sub-assembly pn0918-04/d (lot# l13457) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot passed hub air aspiration and burst test, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.